Event description:
The user facility reported that they had a peripheral angiogram via femoral access. 6fr angio-seal opened for femoral arterial closure after proper visualization of femoral access site. Scrub discovered arteriotomy locater and angio-seal sheath would not snap/fit together snugly in standard fashion after confirming arrows on arteriotomy locator and sheath were pointing to one another. It was decided angio-seal sheath would not be properly inserted into patient since the two components failed to secure to one another in standard fashion. Angio-seal sheath was not inserted into patient. A second 6fr angio-seal kit was opened for femoral artery closure. A similar situation was discovered with the second 6fr angio-seal where the arteriotomy locator and sheath would not fit together in standard fashion. The second 6fr angio-seal sheath was not inserted into patient. Manual pressure for hemostasis at the access site successfully performed. Patient stable post procedure as per staff. This is the second of two angio-seal units opened for same case.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: scrub tech. A review of the device history record of the product code/lot# combination was conducted with no findings. One (1) 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in unused condition, and the components were returned mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 10/05/22 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.